Event description:
It was reported that a right ventricular (rv) lead fracture was noted in x-ray and that when the physician was performing a lead revision a portion of the rv lead came out. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.